Event description:
It was reported that troubleshooting was performed. On (B)(6) 2012, the pump was read multiple times, in multiple locations to determine if there was anything magnetic interfering with it. The motor stall did not recover after multiple attempts. It was noted on the pump logs that the motor stall recovered at the time of explant. The cause of the stall was unknown. The newly implanted pump was functioning without incident. The patient was being closely monitored by the physician due to his high pain level, caused by cancer.

Event description:
It was reported that patient noticed an error code motor stall on the ptm (personal therapy manager) when they could not use it on (B)(6) 2012; pump was implanted 8 days ago. The pump was read next day morning that confirmed the motor stall with no recovery. They were unable to recover motor stall. Patient reported that the pain symptoms had returned. It was added that patient was not near any magnetic sources. Drugs delivered via the device were dilaudid and marcaine. It was later reported that the pump was replaced; patient was without injury.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model; 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk; catheter model: 8590-1, lot# n318071, implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The pump passed all infusion, non-destructive testing, additional troubleshooting, and destructive analysis. The initial analysis print out did show a motor stall occurring (B)(6) 2012 and recovering (B)(6) 2012 though.